Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the stent was being deployed when the pullwire ripped through the push catheter causing a 3cm tear of the catheter. The stent was able to be deployed and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient was over 18 years old. (B)(4). Push catheter break. The device has not been received for analysis. Therefore, the cause of the reported malfunction has not been determined. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.